Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in the humidifier and slimy water in the chamber. Patient also states that he has dry cough that never goes away and trouble swallowing. The doctors ordered him tests like chest x-rays, MRI and tests on esophagus. Patient is very sick, has spinal damage and on "too many pain medications." The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.